Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, the ventilator's pressures were found to be fluctuating. The device's system board was replaced to address the issue.

Event description:
The manufacturer rec'd info alleging a ventilator was alarming. There was no harm or injury reported.